Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent partial knee arthroplasty as part of a clinical study on an unknown date. Subsequently, the patient suffered a ground level fall during hospital stay and dislocated her meniscal bearing. A revision procedure was performed on (B)(6) 2008 to remove and replace the femoral component, tibial tray and tibial bearing. No further information has been provided to date.

Manufacturer narrative:
Date implanted: unknown. This report filed april 29, 2011.